Event description:
It was reported that the blade was partially lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. Dilation was performed in bifurcation at 20atm (three times). The device was removed with significant resistance. The procedure was completed without replacing the device. The blade was observed to be partially lifted after the device was removed. There were no complications reported and there was no problem with the patient condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. 3 blades were present on the balloon surface however the following blade damage was noted: blade 1: 4mm of the proximal section of blade was lifted. The blade pad was intact. 2mm of the proximal section of the distal blade section had detached and was not returned. Blade 2: 4mm of the proximal section of blade was lifted. The blade pad was intact. Blade 3: there was no damage observed along the third section of blade. A visual and tactile examination found multiple kinks along the length of the hypotube. A visual, microscopic and tactile examination found no damage along the shaft polymer extrusion. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the blade was partially lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. Dilation was performed in bifurcation at 20atm (three times). The device was removed with significant resistance. The procedure was completed without replacing the device. The blade was observed to be partially lifted after the device was removed. There were no complications reported and there was no problem with the patient condition after the procedure.